Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that he removed his sensor after an early sensor shutoff after 5th day of wear session. Patient reported that no sensor wire was present at insertion site. Patient did not feel anything under his skin nor noticed any other visible signs. Patient was not aware of any injury nor did he require to seek any medical intervention.